Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the undersensing occurred during atrial fibrillation (af) and the ra lead was programmed off.

Manufacturer narrative:
Concomitant medical products:addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited suspected loss of capture and the right atrial (ra) lead exhibited undersensing. The rv and ra lead remain in use. No patient complications have been reported as a result of this event.